Event description:
Following a ptca procedure, an angio-seal device was placed. One week later the patient developed an infection (staph aureus) in her right groin. The patient also developed an abscess, which required drainage. On 08/28/97 the patient had surgery, at which time the device was removed. The patient was then placed on IV antibiotics (nafcillin) and treated with wet to dry dressing changes at the site. The patient remained hospitalized (discharged date unknown; however, as of 09/09/1997 the patient remained in the hospital). The patient was listed as stable at last report. No further information is available pending patient's consent.